Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient (B)(6) born on (B)(6) underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The patient suffered a pericardial effusion in between ablation lesions when the physician and anesthesia noticed a drop in blood pressure. The physician watched the effusion, a soundstar (ice) catheter was opened and used to confirm the presence of a pericardial effusion. A pericardiocentesis was performed and 212 ml of fluid was removed. The patient was monitored for a while before the catheters were removed and the patient was discharged from the ep lab. The patient was stable and talking when leaving the ep lab. Perforation was suspected at the right ventricle outflow track (rvot) but they are not entirely sure. The pericardiocentesis tube was not left in the patient and the blood was given back to the patient. The procedure was abandoned. It is unknown if there was evidence of any effusion present before the procedure. The physician¿s opinion on the cause of this adverse event was patient condition and procedure. The patient outcome of the adverse event was fully recovered. It is unknown if the patient required extended hospitalization because of the adverse event. A transseptal puncture was not performed. Ablation was performed prior to the cardiac tamponade and there was no evidence of a steam pop. Irrigated catheter was used in the event and the flow settings were set to high flow - 15, low flow 2, pre flow 0 and post flow 0. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag with tag index and surpoint and respiratory gating. The max wattage used was 45 watts, total lesions of 8, total ablation time of 12 minutes and total fluid in of 275 ml. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 29-apr-2022, the product investigation was completed. It was reported that a female patient (140lbs) born on (B)(6) 1952 underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. Device evaluation details: visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting correctly. However, during the patency test, it was noticed that the irrigation holes at the top of the dome did not irrigate just the side holes. And it was found reddish-brown material inside the dome. A fourier transform infrared spectroscopy test (ftir) was performed; the results of ft-ir revealed that foreign material found within the dome is primarily composed of a biological-based material, presumably a human tissue or fluid. A manufacturing record evaluation was performed for the finished device 30698257l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).